Manufacturer narrative:
This report is submitted on january 07, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced pain and poor performance with device use; subsequently the device was explanted and the patient was re-implanted with a new device on the contralateral side.

Manufacturer narrative:
This report is filed on february 26, 2019.